Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A doctor reported that two days post laser assisted cataract surgery, a patient complained of poor vision in the right eye. Upon examination, a posterior detachment was noted with a macular hole. Pre-operatively the patient's fundus examination was normal and patient had good pinhole vision. Patient is using a non steroidal anti-inflammatory topical eye drop. Patient continues to be followed. No further information is expected.

Manufacturer narrative:
The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received; the patient was followed with periodic optical coherence tomography (oct) scans were performed. A gradual improvement in vision was noted at three and a half months post surgery. Further oct scanning reveal a spontaneous closure of the macular hole. Nine months following surgery, the patient continues to have good vision.